Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system over a three day period. The erroneous results were reported out of the laboratory. The physician questioned the validity of the results. The samples were retested and yielded results within expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury. There are no reports of any change to the patient's care of treatment.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system was cultured and the results showed unspecified bacterial contamination. The fse decontaminated the system and replaced the carbon bridge and electrodes. Although, several parts were replaced and this message may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is 1 of 3 separate medwatch reports being submitted as the customer reported events occurring over a 3 day period. Reference the MDR numbers below for all associated events. MDR #2050012-2010-00873, 03995. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.